Event description:
It was reported that the programmer displayed an error when powered on. It was also reported that the programmer may have been dropped. Technical support (ts) suggested the sales representative (sr) run the programmer service diskette in an attempt to clear the error. The sr reported later that same day that the programmer service diskette did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the programmer booted to a system error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.